Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that they  connected to ins prior to the procedure without incident to program the implant and was able to connect to the ins that was replaced by the intersitm x. Caller called agent noting they had just placed the interstim x and when trying to connect to ins to check impedances they were only getting 'reposition communicator' screen. Caller tried another communicator with no success. Agent had caller turn off communicator, close all apps, put handset in/out of airplane mode, and try again but the issue continued. Caller tried the other communicator again and repositioned communicator and that resolved the issue. Caller noted he did not believe the ins was too deep and did mention possible sources of interference (metal etc)

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a manufacturer representative (rep). The rep reported that they assume the device was issue but have no other details about the event and has not contacted the patient or the hcp.